Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple power loss and pump error alarm 49 and 23. The customer stated that insulin pump received low battery alarm prior to the replace battery alert. Customer stated that battery compartment is neither damage nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.